Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast augmentation case, the cautery pencil in the pack sparked and burned the patient. The patient received a superficial burn the size of a pencil erasure on the left breast. The burn was treated with a topical cream. The report stated that the patient is doing well and is healing.